Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the valve portion detached from a minicap transfer set when the patient went to use it to do an exchange. The nurse replaced the patients transfer set and give the patient a prophylactic antibiotic. The transfer set been in use for five months. It was further clarified that the issue is with the transfer set, the hard white plastic part (the "valve") that broke off the tubing portion (not the end that attaches to the titanium adapter, but the other end); the customer was clear that this is not a connection issue and the customer further clarified that there is no issue with the titanium adapter. There was no patient injury associated with this event. No additional information is available..

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Separated (broken) tubing located near the occluder feet was identified during visual inspection. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.